Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had an error that resulted in a loss of ventilation during a case. The patient was manually ventilated, unit replaced and case resumed. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.